Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref : (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. As a recommended action in the service manual, the air gas module was replaced but not returned for investigation. No ventilator logs were provided. As no parts were replaced and no ventilator logs were provided, it has not been possible to determine the root cause of the reported event.